Manufacturer narrative:
The insulin pump had button error alarm and no esc and act button response due to flattened esc and act button dome switch. No blank display noted during testing. The insulin pump was received with scratched lcd window, crack on bottom right corner near display window, crack reservoir tube lip and crack on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm and the insulin pump went blank. The customer's blood glucose was 336 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.